Event description:
Neck aches, insomnia, rashes, back aches, muscle aches, fatigue, lumps under skin on breasts, arms and spine, irregular heart beat, asthma, epstein-barr fatigue syndrome, hardening of breast especially right, numb nipples, soreness and pain, red hands, allergies to foods, etc, memory deficits, concentration problems, night sweats, unexplained fevers, breast sensitivity to cold, problems sleeping, scoliosis, rheumatoid arthritis, and nerves. Rptr is on elavil, restoril, meprobamate, and lithium. She's now manic depressive. There is so much that she cannot do anymore and she feels the implants have caused a lot of this, if not all. Her breast stays cold all the time and she has no feeling when she touches them. She has arthritis in every part of her body. The dr she used to see put her on total disability. She's supposed to be unemployable but she tried to work parttime and that's hard for her. Osteoarthritis, depression, chronic obstructive pulmonary disease, osteoporosis, hives, and cardiac disease. She has been hospitalized for depression and had shock treatments. She's still seeing a therapist for nerves and depression. (*)